Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myringoplasty on (B)(6) 2018 and suture was used. During the procedure, the needle was broken at the swage part when suturing the back side of the ear by interrupted suturing. The total length of the broken piece and the rest of the needle remained with the suture seemed shorter than length of the needle at the other end of the suture. Thus, the surgeon guessed that there might have been another broken piece which had fallen somewhere, however, was not found. The surgeon commented that he did not hold the needle at the swage part. There were no adverse consequences to the patient. There is no additional information available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/21/2018 a failed suture needle was received to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown the evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.